Event description:
The patient reported that the activator for the patient's implantable cardiac monitor wasn't working even after adjusting the new batteries. A new activator is being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.